Event description:
The customer reported an employee with hydrogen peroxide contact after a completed cycle. The employee reported skin discoloration and discomfort at the contact site on her finger. The employee did not seek medical attention or require treatment. The employee rinsed the contact area with water for 15 minutes. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Captial equipment, the fse went to the facility. The fse found the vaporizer plate missing. He installed a vaporizer plate and left an extra for the customer.